Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer alleged that the power cord is burned where it connects to the control box..